Event description:
The husband of the patient reported that his wife was experiencing elevated blood glucose values (450 mg/dl). Her normal blood glucose values are around 120 mg/dl. The husband reported that his wife was trying to switch to her back up pump and was receiving 04 (occlusion) alarms. The husband attempted to bolus through the infusion set tubing without success. While attempting to prime the infusion set tubing without success. While attempting to prime the infusion set tubing, the infusion device occluded. The husband indicated that his wife is in a rehabilitation hospital currently and is receiving insulin injections to reduce her blood glucose in addition to b12 injections. No symptoms of the elevated blood glucose values were provided. The product was requested to be returned for evaluation.